Event description:
It was reported by the physician that the renal fellow was placing a multi-lumen catheter & experienced difficulty when removing the spring wire guide (swg) from catheter. He was able to position the swg through the needle & withdraw needle successfully. He then advanced the catheter over the wire into position. When he began withdrawing the swg from the catheter some resistance was met, but he continued to withdraw swg. As the swg was being withdrawn, it became unraveled & a 3cm portion of the wire separated & was retained in patient (pt.). Pt. Was sent to interventional radiology to have the segment removed. Additional info received by the physician on 02/02/2010 stated that the catheter was being placed in the pt's right femoral when the incident occurred. The retained piece of wire was removed by the use of a snare. Another catheter was used & placed successfully in pt's internal jugular. Pt remains in intensive care unit.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.